Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation. The sapien 3 valve was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: no particulate observed on leaflets. No particulate observed in jar (with solution) and holder. No applicable functional testing and dimensional testing for this complaint code. The evaluation is based on visual inspection. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The following instructions were reviewed: instruction for use (IFU) commander delivery system with s3/s3u thv, us and device preparation manual, us. No IFU/training deficiencies were identified. The warnings manual provide guidance on do not use the valve if the tamper evident seal is broken, the storage solution does not completely cover the valve, the temperature indicator has been activated, the valve is damaged, or the expiration date has elapsed. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. The thv rinsing procedure provides guidance on before opening the valve jar, carefully examine for evidence of damage (e.g. A cracked jar or lid, leakage, or broken or missing seals). Caution: valves from containers found to be damaged, leaking, without adequate sterilant, or missing intact seals must not be used for implantation. Set up two (2) sterile bowls with at least 500 ml of sterile physiological saline to thoroughly rinse the glutaraldehyde sterilant from the valve. Carefully remove the valve/holder assembly from the jar without touching the tissue. Verify the valve serial identification number with the number on the jar lid and record in the patient information documents. Inspect the valve for any signs of damage to the frame or tissue. Rinse the valve as follows: place the valve in the first bowl of sterile, physiological saline. Be sure the saline solution completely covers the valve and holder. With the valve and holder submerged, slowly agitate (to gently swirl the valve and holder) back and forth for a minimum of 1 minute. Transfer the valve and holder to the second rinsing bowl of sterile physiological saline and gently agitate for at least one more minute. Ensure the rinse solution in the first bowl is not used. The valve should be left in the final rinse solution until needed to prevent the tissue from drying. Caution: do not allow the valve to come into contact with the bottom or sides of the rinse bowl during agitation or swirling in the rinse solution. Direct contact between the identification tag and valve is also to be avoided during the rinse procedure. No other objects should be placed in the rinse bowls. The valve should be kept hydrated to prevent the tissue from drying. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for particulate noticed was not confirmed as no particulate was observed during evaluation of the returned valve and no imagery was provided. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. In this case, during the preparation of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, there was a dark piece of material noted when the valve was placed in the first saline rinse. It was unsure if it came off the valve or if it was in the bowl. The material was free-floating at the time it was noticed and looked like metal shaving. It is possible that the particulate was introduced during device preparation, as it was observed during the valve rinsing process. Available information suggests that procedural factors (device prepping) may have contributed to the complaint. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device has not been received.

Event description:
As reported by a field clinical specialist, during the preparation of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, there was a dark piece of material noted when the valve was placed in the first saline rinse. It was unsure if it came off the valve or if it was in the bowl. A new valve opened. There was no patient harm associated with this reported event.